Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not working properly and as a result requested that insulin pump be replaced. Customer mentioned that last agent advised that issue was user error. Customer reported that blood glucose was 522 mg/dl. Customer reported of changing infusion set every four to five days even after being advised that recommended time for changing infusion set is three days. Customer declined troubleshooting and just wanted insulin pump replaced.